Event description:
Caller reported that the cartridge was damaged, leading to elevated blood glucose levels reaching 728 mg/dl, resulting in hospitalization. Customer had ketones but these were not identified as dangerous or life-threatening. Correction was made using injection, and the caller required assistance from emergency services, but no injury resulted from the event. Due to lack of cartridges, customer planned to contact healthcare provider for backup insulin therapy while replacements were sent with expedited shipping approved by customer service.